Event description:
I arrived at (B)(6) at 7:30 pm. The building was locked. I had to ring a doorbell and a lady at the front desk let me in. I filled out paperwork. The whole place was empty besides a man vacuuming the rugs around the reception desk and the lady working the reception desk. She pointed me back to the waiting room and said, "the last patient left awhile ago so you will probably get started before 8pm and be finished by 8:30." I sat in the empty waiting room for about 10 minutes. A man named (B)(6) came and stood at the doorway so I got up and went over. I said, "this place is really empty, usually there are so many people here." He said, "do you think its creepy or do you like it?" I said, "kind of creepy." He said, "I like it." Then he had me sign a blank screen hanging on the wall. I have no idea what that was for. He did not offer me a locker even though one was there. I sat my purse down and he was just standing there looking down at me. I asked if I needed to change my clothes and he said "no, I don't like to make people change. Especially older ladies, they don't want to change so I don't make them." Then I walked into the MRI room fully clothed in workout clothes, tennis shoes and socks. There was a white sheet on the machine and a white thing on the right side. He said my right shoulder goes in the white thing. So I put my shoulder in there. He had me scoot further to the right so I did. Then he put ear plugs in my ears and asked what kind of music I wanted. I said, 90's alternative. He put headphones on me. And put me into the tube. About mid through the first song I started feeling uncomfortable. But I told myself to relax, close my eyes like I usually do and breath in and out. By the second song I was very hot. In previous mris this did not happen. Then it got uncomfortably hot and I needed to tell him. I realized I had no squeeze button to call for help. Then I yelled out, "sir. Sir." Nothing. I bent my neck and raised my head the best I could and saw him sitting behind the window looking down. I started kicking my feet up and down to get his attention. Nothing. Then I thought, if he's looking at the computer images of my shoulder I should move my shoulder so he knows something is wrong. I managed to get my right should out of the white holder and slide as far left as I could. Still nothing. Then I hear him say, almost done. I was burning hot. And wiggling around trying to get out. Then he finally asked, "are you good?" I yelled "no!" And still more time passes. I was in there while 4-5 songs played on the headphones. He finally came and slid the table out and I took off the headphones and said, I feel like I am on fire! I took off my teal athleta sweatshirt and it was very hot. I had on a black lucy tank top and a stripped sports bra (with no metal) underneath. He asked to see my sweatshirt. He looked for a tag with materials. I went and looked in a dressing room mirror at my back to see if it looked as burned as it felt. But I didn't see any burn. He said, "I guess I should have given you a scrub top." And I said, "yes." I went in the dressing room again with the scrub top but he was standing right behind the dressing room curtain so I didn't want to take my sports bra off. I put on the scrub top. And came out of the dressing room. We went back to the machine. I laid back in place. And I said, "this time give me the emergency squeeze button." He said, "oh yeah. I didn't give that to you before" as he picked it up off the floor. We finished the scan. On the way home I was thinking....maybe I should go to an ER. My pain was intensifying. By the time I got home I went to the bathroom and took a cool shower and laid on my stomach on the bed. Crying in pain. I asked (B)(6) to get ice packs for my back. I called (B)(6) to ask where I should go for help. I got a lady with a baby screaming and she wanted all the numbers on my card but I was in too much pain to get it. Took pain med and texted my kids I love them. Thought I was dying. I have been suffering for over 3 weeks with a burning feeling. No doctors know how to fix. I hope (B)(6) is never allowed to do another MRI. He could kill someone. FDA safety report ID #(B)(4).